Manufacturer narrative:
(B)(4). According to this investigation no evidence could be found which supports the assumption that a device defect led to the event described in the case description. The manufacturing records for this lot number were reviewed and no discrepancies were noted on the released parts.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported during a procedure of a mildly calcified, 90% stenosed, concentric, lesion in the superficial femoral artery, the fox plus dilatation catheter was delivered and inflated; however, it ruptured during the second inflation at 10 atmospheres (atm). There was no reported pt effect. No add'l info provided.